Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The insulin pump housing is damaged due to a hard mechanical impact. Due to the severe damages on the housing, liquid entered the pump electronics compartment and led to a corroded electrical connector of the buttons. Therefore, the down button is defective.

Event description:
Patient reported a button on the infusion device works intermittently and requires high effort. The infusion device switched automatically to the quick bolus mode but did not deliver a bolus. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.